Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks which is an off-label usage of the device. On (B)(6) 2025, the patient was hospitalized. At the time of the incident, the dexcom mobile device displayed a level of 256 mg/dl, while the patient was experiencing symptoms including vomiting, dizziness, and fatigue. No fingerstick (fs) test was performed at home; the parent provided soup, but the patient¿s condition did not improve. The parent brought the patient to the emergency room (ER), where an fs test revealed a glucose level of 480 mg/dl, while the cgm continued to show 257 mg/dl. The patient was transferred to the intensive care unit (ICU), where a nurse administered medication and performed another fs test. However, the parent was not informed of the specific medication administered or the updated glucose readings during the hospital stay in both the ER and ICU. The patient was discharged on (B)(6) 2025in the afternoon and was reported to be doing okay at the time of follow-up. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator while the patient was experiencing symptoms. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.